Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR.: xxl/16-6/5.8/75, batch #24716522 was returned for analysis. A visual examination identified that the balloon wings were tightly folded and had not been subjected to positive pressure. A visual and microscopic examination found the balloon material to have a small longitudinal tear measuring approximately 2mm in the proximal balloon cone. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be severely kinked at more than one location along its entire length. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 16-6/5.8/75 xxl esophageal balloon was advanced for use. However, it was noted that the balloon bursted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 16-6/5.8/75 xxl esophageal balloon was advanced for use. However, it was noted that the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.